Event description:
Customer called to report the reservoir luer lock was loose and the insulin came out while it was attempting to prime. Customer requested a brand new pump. It was stated that the customer was disconnected from the pump and reverted to a back plan.